Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be prevented by following the instructions for use (IFU) which state: bend the endoscope insertion tube, universal cord, and video cable into a small size. Do not bend (10 cm or less in diameter). Doing so may damage the product. Vinegar. When rotating the insertion tube, do not hold the insertion tube with excessive force. The insertion tube may be damaged. Position the index ¿¿¿ on the insertion tube rotating/fixed dial to the index ¿l¿ on the operation unit. Do not apply excessive force to rotate the insertion tube in the locked state. Please the insertion tube may be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the uretero-reno videoscope had defects on the bending section and insertion tube. It was noted that the image guide (ig) hose was broken. Upon inspection of the customer¿s returned device it was observed, the ig serpentine coat was peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the connecting tube had a cut, due to a pinhole on the bending section cover (a-rubber), water tightness was lost, due to a pinhole on the connecting tube, water tightness was lost, the adhesive on the bending section cover (a-rubber) had a chip, the bending tube was deformed, and due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.